Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg depleted and stopped providing stimulation. It is unknown if the ipg depleted prematurely or normally. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Corrected data: based on analysis of returned ipg, the device exhibited normal depletion and this issue is no longer reportable.

Event description:
Additional information received from analysis of the returned ipg by the product performance engineering (ppe) group concluded that the ipg depleted normally based on the programming parameters used by the patient.